Event description:
It was reported that the mobile programmer application froze when attempting to export saved reports from an interrogation session. It was noted that the mobile programmer application froze displaying a message indicating to wait as the report was being formatted for a period of time and when an attempt was made to cancel the action the application was unresponsive. Troubleshooting steps were taken to include relaunching the mobile programmer application and reattempting the export, however the issue reoccurred. Further troubleshooting steps were taken to include relaunching the mobile programmer application, ending the session, and rebooting the host tablet, however the host tablet would not turn off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application froze when attempting to export saved reports from an interrogation session was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.